Event description:
Healthcare professional reported left side textured to smooth implant exchange. The device has been explanted where it was noted "silent gross rupture."

Manufacturer narrative:
Photo device analysis : visual analysis of the photographs identified a broken shell. Due to the impossibility to perform a further analysis during device analysis performed through photographs, it is not possible to determine the most likely failure mode. Additional/changed and/or corrected data : g.3. Clarification to g3: initial aware date is 20/aug/2021.

Manufacturer narrative:
Continue initial reporter.: zip code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth implant exchange.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. The device has been explanted where it was noted "silent gross rupture."